Event description:
It was reported that the patient's log files were went for review. Low flow events were seen on (B)(6) 2021. These were all associated with calculated flow values of < 2.5 lpm. On (B)(6) 2021 at 21:33:02, the calculated average flow values appeared to have increased above the low flow alarms threshold and no further low flow alarms were recorded. On (B)(6) 2021 it was reported that a driveline communication fault alarm had occurred. The driveline communication fault was not captured in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a low flow software upgrade on (B)(6) 2021.

Event description:
It was later reported that the patient received more volume and the low flow alarms resolved. The patient is currently stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was later communicated they occurred as the patient needed more volume. A direct correlation between the device and this event could not be conclusively established through this evaluation. Additionally, the driveline communication fault alarm later reported could not be confirmed through the submitted video and no follow-up log files were submitted. A specific cause for the alarm could not be determined through this evaluation. The submitted system controller event log file contains data from (B)(6) 2021 to (B)(6) 2021 and captured transient low flow alarms on (B)(6) 2021. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured. The pump operated as intended at the set speed. A video of the system monitor was submitted. Due to the lack of clarity, no specific alarm was able to be observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is below the low flow threshold. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, "patient care and management," lists hypovolemia as a potential postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including low flow hazard and driveline communication faults, as well as the recommended actions associated with each. The patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.